Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 99.000 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance went from 1.645 to 0.004 ohm's when the door frame ground screw was completely tightened. The loose door frame ground screw caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door frame ground screw. The door frame ground wire would be scrapped. The device will be sent for servicing.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n): rite - ground bond failed performance spec: measurement was 99.000 ohms, specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.